Manufacturer narrative:
Insulin pump trace download analysis confirmed the unit alarmed pump error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error 25 due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the unit was monitored and functioned properly. Unit received with a crack on the battery tube which extends to the top where the battery threads are located. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had damage and power error detected. The customer¿s blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer states that top of the battery compartment was cracked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.